Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold, yellow particles on the shell, brown particles in the fill channel, one opening curved on the posterior and total delamination on the plug strap disk shell. Leak test and microscopic analysis was performed which identified: one opening sharp on the posterior, non-penetrating nick and total delamination on the plug strap disk shell. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening due to an unidentified (tear) opening; total delamination on the plug strap disk shell (adhesive failure).

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.